Event description:
It was reported that the sheath introducer was already inserted into the left femoral artery when the clinician attempted to insert the intra-aortic balloon (iab) into it. The staff followed the instruction using and maintaining the one-way valve attachment but the balloon became stuck at the tip of the introducer. As a result, they removed both the sheath and the balloon catheter and completed the insertion using a new set.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.